Event description:
It was reported that the right ventricular (rv) lead has rising thresholds. The lead was explanted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 51 cm. A distal portion was received measuring 51 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. Product ID 5076-52 lead implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2006 (B)(6), explanted: 2013 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has rising thresholds. The lead was explanted, replaced, and returned. No patient complications have been reported as a result of this event.